Event description:
This notification was opened for review due to the manufacturer received information alleging a trilogy evo "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customers complaint of "service required" was confirmed and error code e-59 indicating "battery_not_charging_fault" occurred while charging the detachable battery. The technician recommended replacing the detachable battery system board and detachable battery harness. In addition, the muffler assembly and air inlet foam filter were replaced for four-year preventive maintenance. The device was repaired and passed final performance test.